Event description:
User reported 2 false positive results. This report 1 of 2. Negative pcr. Relates to FDA 3014862188-2022-00317 (B)(6).

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of initial report, and will be provided upon completion. Relates to FDA 3014862188-2022-00317 (B)(6).

Manufacturer narrative:
In section b2, "other serious or important medical events" has been deselected after being inadvertently selected in initial report.